Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received failed battery alert. The customer¿s blood glucose level was 157 mg/dl. The customer also stated that he had no delivery alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The insulin pump failed battery test. The customer was advised to do displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no failed battery test alarm noted during test. (B)(4).